Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00049. Device 2 is being reported under MDR 2247858-2019-00050. Device 3 is being reported under MDR 2247858-2019-00051.

Event description:
"Patient died of aortic issues." Patient outcome: "patient died."